Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl)] procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. It was reported that the hemostatic valve was leaking on the vizigo¿ sheath after being inserted into the body. When the sheath was replaced, the issue resolved. No adverse patient consequence was reported. There was no physical damage on the valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. There is no picture available. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal and patient hemodynamics were not compromised. The approximate volume of blood that was lost was less than 1 ml. No medical intervention was required to stop the bleeding. The hemostatic valve leak issue is MDR reportable to the FDA.

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed on 13-mar-2023 that the hemostatic valve was dislodged inside of hub component. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The awareness date is 13-mar-2023. The device evaluation was completed on 13-mar-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device 00002181 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).